Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or, when add'l info is received from the hcp.

Event description:
Two days after implant, impedance measurement were out of range for case and contacts 4, 5, 6, and 7 in the right hemisphere. The left hemisphere was ok. The system was reviewed intra-operatively in 2009; it was stated, the device was malfunctioning. The ins and both extensions were removed. Before implanting a new ins, the test stimulation showed impedances were out of range for contacts 0, 4, 5, 6, and 7. After implanting a new ins, impedances were out of range for the left hemisphere: case 1, was 2017 ohms and 2, 3 was 33 ohms. The right hemisphere impedances were ok. The pt was not feeling therapy.